Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 03-mar-2024 and 21-jan-2025 recorded the rv pacing threshold at 0.7 v with one measurement of 2.5v in the end of september 2024. The short-interval-counter started measuring up to 10 short intervals per day in the middle of september until the end of the recorded period. The analysis of the provided iegm episode revealed artifacts on the rv and ff channel, which led to the reported oversensing. The analysis of the provided fluoroscopic image showed the lead implanted with a lot of slack and a sharp bend was visible in the pocket area. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the lead showed oversensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device was received for analysis. Explant date is currently unknown. Upon receipt, the lead under complaint was found cut 26.5 cm distal to the is-1 connector pin (into 2 segments). An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery. The insulation was found abraded through 14 and 20.5 cm distal to the is-1 connector pin, which is assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, the rv shock coil was found deformed, which probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead showed oversensing. Should additional information be received, this file will be updated.